Manufacturer narrative:
It was claimed that positive end expiratory pressure (peep) was not set properly. There was no patient harm. Identification of issue has been done by analyzing problem description and the device¿s logs. The pressure transducer printed circuit board on expiratory side was checked and was replaced to resolve the issue. Defective pressure transducer printed circuit board may lead to high pressure. The root cause of the event has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's pressure transducer circuit board was found defective. There was no patient harm. Manufacturer's ref #: (B)(4).